Event description:
It was reported that a patient was experiencing pain and that his stimulator was 'not working.' Patient had a revision a few months ago, but it is still not working. Patient is taking percocet to manage the pain.

Manufacturer narrative:
(B)(4).